Event description:
It was reported that a resolute integrity drug-eluting stent was being used to treat a lesion in the rca. The lesion had been previously stented. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device but excessive force was not used. The device was unable to cross the lesion resulting in damage to the stent struts. Another stent was used to complete the procedure. There is no patient injury reported.

Manufacturer narrative:
There was no evidence of tip damage. The stent was positioned on the balloon between the marker bands as per specifications. The middle section of the stent had raised and stretched struts. The protective sheath similar to that used on the resolute integrity product could not be placed over the damaged area of the stent.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure (stent deformation). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusion: inherent risk of procedure (stent deformation). Unable to confirm complaint (device or procedural images not provided for review). Other (root cause could not be determined). (B)(4).